Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2017 with the following findings: the keypad cover was torn, keypad flex connector was damaged as well as the keypad contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the keypad contacts were damaged. This report is made based on results of investigation completed on (B)(6) 2017.